Event description:
It was reported that prior to the start of a da vinci-assisted surgical procedure, a csr called technical support to report that the or staff reported to him that the monopolar energy is not working. Caller requested fse reach out him and he will reach out to or staff. Caller stated there are no robotic cases tomorrow, but other cases scheduled in room. No troubleshooting at the time of the call, and logs do not show any erbe related errors. Fse to follow up. The procedure was completed with no reported injury.

Manufacturer narrative:
An investigation was completed to determine the cause of this reported event. Intuitive surgical, inc. (Isi) did not receive the da vinci product with an alleged issue to perform failure analysis. An RMA had been issued requesting to have the isi device returned; however, isi did not receive the RMA to confirm/identify the failure mode. Although the complaint was not confirmed by failure analysis since the product was not returned, the information gathered indicates that the device may have contributed to the customer reported issue. The probable root cause cannot be determined based on the information provided. Since the product was not returned, the reported event was unable to be confirmed or replicated. This issue can be resolved by using an alternate instrument to complete the procedure.